Event description:
Tech was called to look at sonic. When he arrived on site, he put his safety glasses and leather gloves on before starting to examine the unit. Tech opened the lower door and the interlock switch started to arch as it was shorted out. The tech could see the arches hitting his safety glasses.

Manufacturer narrative:
The investigation has shown that the door interlock switch has shorted causing ar arch. The tech who was attending to the unit saw the arch forming but was not injured. He was wearing the proper personnel protective equipment. The wiring and door interlock switches have been replaced and waterproofed and the unit is up and running. Following the incident, a technical change has been established on jan 29, 2007 to remove the switches as they are not necessary according to the standard because a key is required to access the electrical components. A note was added in the ordering sys to advise the tech that instead of ordering replacement door switch, they may update the unit with the kit and instruction.